Manufacturer narrative:
Initial reporter fax#: (B)(6). Investigation summary: "a lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications." Investigation conclusion: no samples or photos were returned for analysis. Root cause description: no samples or photos were returned for analysis.

Event description:
It was reported that insulin delivery issues occurred with a bd pen needle 31g x 5mm. The following information was provided by the initial reporter, "customer needs to replace needle to get the rest of the insulin. Happened 5-10 times."